Event description:
The customer reported via phone call that she had a low blood glucose but not hospitalized. Customer's blood glucose was 34 mg/dl. The customer was treated with glucagon. After the troubleshooting was done, customer was advised to speak with her healthcare provider about the setting changes and about patterns or temp basal so her basal delivery coincides with her lifestyle. The customer understood.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.